Event description:
It was reported that the catheter disconnected from the pump. The report was confirmed. 5 to 6 weeks post operation was when they thought the catheter had been disconnected from the pump at the sc (sutureless connector) connection site. The patient didn¿t report withdrawal/adverse symptoms. They reportedly felt it was due to the patient manipulating the pump so the health care provider (hcp) placed the pump subfasial on (B)(6) 2014 along with cutting off the existing catheter and added a new sc connection onto the existing catheter. The health care provider (hcp) only aspirated 0.3mls back from the catheter but didn¿t do any further troubleshooting to confirm catheter patency. The hcp was also going to make note of that in the post operation notes and notify the patient¿s follow-up hcp. Following the surgery, the patient was doing well and receiving effective therapy. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).